Event description:
A site representative reported that a navigation system vertek arm would not tighten properly. This issue was detected while setting up for a cranial resection procedure. No further details regarding the damage, or how it occurred, were provided. Another arm was used and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.